Event description:
A physician injected a patient with radiesse dermal filler into the nose on two different occasions. After the second injection the patient developed a possible necrosis.

Manufacturer narrative:
Bioform medical was unsuccessful in our repeated attempts to contact the physician to obtain additional information regarding the adverse event. The device history record for radiesse dermal filler lot number 1006781 was reviewed, these are no CAPA's or ncr's associated with this device. We regret the delay in filing this report.